Manufacturer narrative:
Citation: rafiq s et al. Antithrombotic therapy after bioprosthetic aortic valve implantation: warfarin versus aspirin, a randomized controlled trial. Thromb res 150, 104-110. 2016 nov 25. Doi: 10.1016/j.thromres.2016.11.021 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding antithrombotic therapy after bioprosthetic aortic valve implant. All data were collected from a single center between 2005 and 2012. The study population included 328 patients (predominantly male; mean age 73 years), 303 of which were implanted with medtronic mosaic (serial numbers not provided). Among all patients adverse events included: myocardial infarction, stroke, major bleeding requiring re-exploration, pericardial effusion requiring drainage, atrial fibrillation, cardioversion, and paravalvular leak (pvl). Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events, and also provided the mean patient weight (B)(6).